Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device service requested. No patient involved.

Event description:
Device service requested. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2015. The device had given the reported ¿device service required¿ prompt due to an rtc error caused by a detached coin cell. The detached coin cell had also caused no flashing status led. Information from the history log shows the device performed to specification up to the (B)(6) 2018, therefore, this report concludes the coin cell became detached shortly after this date. Evidence on the base on the coin cell where it had detached from the welded metal tab would suggest there was poor bonding between the two, which may suggest a defective coin cell. This, along with an external force (e.g. Vibrations or light impact) may have caused the detachment of the coin cell, however, the investigation was unable to verify this by other means (e.g. Visible damage). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.